Manufacturer narrative:
Intuitive contacted the customer in regard to receiving the product involved in this reported event; however, the customer does not know the specific instrument involved. No product is expected to be returned for this event. Instrument log review: both energy instruments used in the case (permanent cautery hook k11250618-0147 and fenestrated bipolar forceps k13250605-0027) have been used in subsequent procedures. Additionally, a site history review was performed and showed no complaints made against either energy instruments. Section d is selected as the patient side cart because it is currently unknown which instrument sparked per the customers allegation.

Event description:
It was reported that during a da vinci-assisted lysis of adhesions, cystoscopy and stent removal procedure, the patient experienced a burn to their colon which is believed to have occurred after an unspecified energized instrument sparked inside the patient. The specific instrument involved in this event remains unknown. The operating room (or) director reported that the surgical staff in the operating room during the procedure does not recall an instrument or system malfunction. It was also stated that there were no allegations raised against an instrument or system during the final surgical time out at the completion of the original procedure. Additionally, there was no mention of an instrument or system malfunction in the surgeons' post-operative notes. The procedure was completed as planned.